Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The patient did not report any injury or medical intervention. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing could not be performed due to the error message displayed on the device. Customer complaint of hardware failure could not be confirmed due to the error message displayed on the receiver screen. A root cause could not be determined.